Event description:
On (B)(6) 2022 after the insertion of a catheter on a female patient in the maternity department, while inflating the balloon, the balloon burst in the patient's bladder. There was no consequence for the patient. The patient was re-catharized with a size 12 latex catheter.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
On (B)(6) 2022 after the insertion of a catheter on a female patient in the maternity department, while inflating the balloon, the balloon burst in the patient's bladder. There was no consequence for the patient. The patient was re-catharized with a size 12 latex catheter.